Manufacturer narrative:
Pending for the investigation and evaluation.

Event description:
The guidewire is blocked in needle, couldn't advance beyond 2 cm from tip of needle. Attempted to withdraw the wire but unsuccessful. Pulled out needle and wire. Attempted to remove the guidewire from needle but unsuccessful, the guidewire was stuck in needle. Continued cvc insertion with new a set and found no further issues.